Event description:
It is reported by the patient that their insulin pump has moisture damage. The patient's blood glucose level is unknown. Trouble shooting was conducted. Device is being returned. No further information available.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent buttons response due to the corroded keypad traces. No traces of moisture were noted at the electronic or motor assemblies during the visual inspection. The device also was received with minor scratched lcd window, missing end cap sticker and broken reservoir tube lip.